Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked reservoir tube lip and cracked retainer. No damage between the reservoir and battery cap noted. Pump passed the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2015 that the insulin pump was damaged between the reservoir compartment and battery cap. No blood glucose was provided. No symptoms or treatment were reported. Troubleshooting was not performed. Product was returned for analysis.